Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During the field evaluation, the fse tested the system and confirmed no functional issue with the system or any of the master tool manipulator (mtm) arms. The customer reported issue was not reproduced. A review of the system logs identified error fault related to the left mtm arm. The fse proactively replaced the mtm arm. After the replacement, the da vinci system was recalibrated, tested, and operated without error and verified ready for use. Intuitive surgical, inc. (Isi) received the mtm arm involved with this complaint and completed the device evaluation. During failure analysis, the mtm was tested and passed all testing specification. As part of service, the axis 3 motor, embedded serializer in master base (esmb) pca and main wire harness were proactively replaced. After this, the mtm arm was further tested, passed specification and was restored to specification.

Event description:
It was reported that after completing a da vinci-assisted prostatectomy surgical procedure, the system displayed error code 23. The customer received phone assistance from the technical support engineer (tse). Upon verification, the customer informed the tse that the system was inspected prior to use and was initialized without issue. The customer stated that the error fault occurred during the procedure and the master tool manipulator (mtm) arm was allegedly "out of control." At the time of the issue, the customer contacted an intuitive surgical, inc. (Isi) field service engineer (fse) for troubleshooting. Review of the system logs confirmed the error fault. The fse instructed the customer to perform a system power cycle, and this cleared error fault and the issue. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event from the nurse: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The failure occurred approximately one hour into the procedure and issue was related to an inability to move the instrument. Issue was intermittent. The issue was resolved through a system power cycle. The procedure was completed using the same system configuration.